Event description:
Customer called in to report the insulin pump alarmed for no delivery. Blood glucose reading was 129 mg/dl. Troubleshooting was performed. Deduced that the alarm was caused by a possible bent cannula or another type of occlusion at the site. Advised to change the entire infusion set. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.